Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported hospitalization due to elevated blood glucose levels while wearing the pod on the abdomen for approximately 4 to 24 hours. It was stated that the pod was not delivering insulin as expected, and only manual boluses could be administered. Blood glucose levels rose to 300 mg/dl and remained above 200 mg/dl prior to hospitalization. Patient indicated the pod was functioning in manual mode after losing compatibility with the phone, preventing use of automated mode. The patient remains admitted to the hospital at the time of this report; therefore, the total stay length is currently undetermined. Specific symptoms, diagnosis and treatment details were not provided. Per the patient, the pod was removed at the hospital and discarded.